Event description:
It was reported that during an aortic valve replacement procedure, the guide wire was unable to separate from the delivery catheter. An ampl ss jtip 035/260/3mm had been advanced to an unspecified location. An unspecified "pavp" balloon catheter had "easily" been able to be used with the guide wire. While attempting to advance an 18f non-bsc delivery catheter, the catheter and wire became "stuck" at about 20 cm from the tip of the guide wire. The guide wire and delivery catheter was removed from the pt as a unit. "Considerable force" was required to separate the devices. The procedure was completed with another ampl ss jtip 035/260/3mm guide wire. There were no pt complications reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.